Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with a preoperative diagnosis of cervical spondylolic myelopathy at c5-6 and c6-7 and underwent an anterior cervical discectomy and fusion at c5-c7 using a cervical plate system. The plate was sized under direct vision and lateral fluoroscopy and then triangulated vertebral body screws placed into the mid body of c5 (variable c6) and variable c7 (fixed). No intra-op complications were reported. Approximately 9.5 months post-op, the patient underwent an MRI of the cervical spine due to swelling and pain in the neck. Impression: there was moderate central canal stenosis at c5-6 with mild central canal stenosis at c6-7 secondary to central disc osteophyte complexes. There was mild foraminal stenosis on the left at c4-5 and c6-7 with mild bilateral foraminal stenosis evident at c5-6. Approximately 11 months post-op, the patient presented for a nuclear medicine bone scan with spect imaging of the cervical and thoracic spine. Impression: there was increased activity in the lower cervical spine compatible with the presence of the fixation hardware and interbody fusion at c5-6 and c6-7; subtle activity within the lower cervical spine to the left of midline roughly corresponding to the left c5-6 or potentially left c6-7 facet; approximately 13.5 months post-op, the patient presented with neck pain radiating down the spine into the mid thoracic region. And complained of headaches in left frontal region along with rare numbness and tingling. The patient underwent x-rays of the cervical spine. On flexion and extension, there was a persistence of motion of the spinous processes at c6-7, measuring two millimeters in extent which caused concern regarding success of the fusion at the c6-7 level. The c5-6 did not demonstrate motion of the spinous processes on these flexion and extension films. Approximately 14 months post-op, the patient presented with a preoperative diagnosis of cervical pseudoarthrosis at c6-7. The patient underwent the following procedures: removal of anterior cervical hardware ; re-do anterior cervical discectomy with allograft fusion and internal fixation at c6-7 with a competitors anterior cervical plate. Per the op notes, the screws into the c7 vertebral body appeared loose. The c5-6 level appeared fused with no motion of the spinous processes on flexion and extension.